Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump experienced no delivery alerts, changing battery more frequently, insulin squirting during priming, and loud noises during rewind process. No harm requiring medical intervention was reported. No further details given. The insulin pump will not be returned for analysis. No product is not expected to return for analysis.